Event description:
The ventilator did not display or sound the audible alarm during use. While the unit was in use on an adult patient in the critical care unit, a nurse was alerted by a critical value on the monitor (low spo2). The nurse went into the patient's room and noted that the vent's patient circuit was disconnected from the patient, but no audible alarm was on. The nurse reconnected the patient and the patient required increased oxygenation for several hours. The vent was switched out. The vent was sent to the manufacturer for repair. The manufacturer replaced the main board, blower module and flow sensor cable. The manufacturer could not duplicate the stated problem prior to parts replacement. Unit placed back into service.device #1is this a laboratory device or laboratory test?no.